Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during an intremedullary nail case, the strike plate was stripped out of the nail adapter completely while attempting to backslap a nail out. A second strike plate was then used in order to re-insert the nail and this strike plate also failed. Neither the nail adapter or strike plates were viable and we had to resort to using the older t2 system. This delayed the case and also ended up in wasting the first nail".

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "during an intremedullary nail case, the strike plate was stripped out of the nail adapter completely while attempting to backslap a nail out. A second strike plate was then used in order to re-insert the nail and this strike plate also failed. Neither the nail adapter or strike plates were viable and we had to resort to using the older t2 system. This delayed the case and also ended up in wasting the first nail".